Event description:
Patient was activated and tongue motion was positive. Sense and functional thresholds were captured. However abnormal impedance values were noted and therapy activation was postponed. There was no patient injury however, unusual impedance readings prompted the physician to do a revision surgery to replace the sense lead on (B)(6) 2018.